Event description:
The manufacturer received information alleging the trilogy evo device had malfunction after a software updated on the device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, therapy held in boot monitor, was observed on the device's error log. The third-party service technician further evaluated and determined the system printed circuit assembly (pca) caused the malfunction to occur on the trilogy evo device. In conclusion, the system pca needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system pca needs replaced for another error code, drift debug, that was observed on the device's error log. This was unrelated to the reportable issue. The machine flow sensor needs replaced for another error code, event machine flow drift log, that was observed on the device's error log; which was unrelated to the reportable issue. The detachable battery and internal battery need replacing due to the batteries not able to hold their charges. This was unrelated to the reportable issue. The fio2 tubing and in-line filter need replaced for contamination unrelated to the reportable issue. The connection cover needs replaced due to it was missing on the device. This was unrelated to the reportable issue. The air foam inlet filter, muffler, and particulate filter need replaced for preventative maintenance unrelated to the reportable issue.

Manufacturer narrative:
The reported failure of the system printed circuit assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.